Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported multiple issues like a crack at the screen/display window cover, crack at the battery tube side, insulin flow blocked alarm, and experienced hyperglycemia with blood glucose value of 330 mg/dl. The customer reported hyperglycemia was treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-332a, mmt-1880, mmt-397a. Troubleshooting was performed pump damage. The customer reported a past insulin flow blocked event and the issue was resolved. The customer declined to troubleshoot for hyperglycemia. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No product return is required for mmt-332a. Mmt-1880 was requested, and the customer response was the device will be returned. No product return is required for mmt-397a.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.0875 inches. Test p-cap and reservoir locks properly into the reservoir compartment. No delivery alarms were not noted during testing. Successfully downloaded pump history files and traces using thump software. Pump alarmed 5 no delivery alarms on the event date of 04/09/2025 at 11:36:43.000 to 21:35:00.000 during bolus and basal. Pump delivered 5 bolus deliveries on the event date of 04/09/2025 at 00:18:23.000 to 21:30:25.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: battery tube threads - cracked, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and pillowing keypad overlay. No delivery/occlusion alarm was not confirmed during testing. Unable to verify customer¿s complaint for high bg's. Cosmetic damage was confirmed at the battery compartment. Cosmetic damage was not confirmed at the display window cover, however, other cosmetic damage was noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.